Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and moisture was observed inside the pump. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was observed to have a crack in the battery compartment. Upon examination, moisture was noted in the battery compartment as well as behind the display screen. A leak test was performed and found that the battery compartment was leaking from the crack in the compartment. The pump was opened and further moisture damage was noted inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).